Manufacturer narrative:
The subject device was returned to omsc for investigation. Omsc checked the subject device and found that the part of the broken brush was remained in the channel. In the investigation, omsc also found the followings. There was no bucking and deformation on the channel. There was no deformation on the instrument channel port. There was no failure of the brush insertion ability, after the broken brush was removed and another bw-20t was inserted. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during reprocessing, a brush part of a channel cleaning brush (bw-20t) was broken and it remained in the instrument channel of a videoscope (gif-h190n) when the instrument channel of the gif-h190n was being brushed using the bw-20t. There was no report of patient injury associated with the event.